Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the reporter (husband) for the patient contacted lifescan (lfs) alleging that her onetouch ultra 2 meter displayed inaccurate low control results compared to feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged inaccuracy began on (B)(6) 2016. The reporter stated that she obtained alleged inaccurate low results of "22 and 21mg/dl" on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The reporter denied that the patient takes any medication to manage her diabetes and stated that she continued with her usual diabetes management routine as a result of the alleged product issue. The reporter detailed that immediately after the alleged issue began, the patient developed symptoms of dizzy and depressed. On (B)(6) 2016 the reporter stated that the patient attended ER and obtained a blood glucose result of 130mg/dl on a laboratory device. No treatment or medical intervention was reported. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, the correct control solution was used and the alleged result fell outside acceptable range. The test strips were stored correctly and not expired. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.